Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: white particles, opening, crease fold and weight to the spec. A microscopic analysis was performed which identify three puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device was explanted.